Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device it was reported that the cause of death was unknown. No further information was available at this time.

Event description:
New information confirmed that the patient's death was not related to implanted system.